Event description:
It was reported that this patient received an inappropriate shock due to an atrial tachycardia which was inappropriately detected as a ventricular event. The physician elected to reprogram the device to resolve the event, as well as review the patient's medications to treat the atrial tachycardia. The system remains implanted and in service and the patient was stable with no additional adverse consequences.